Manufacturer narrative:
(B)(4). A complete lead was returned in one piece. An x-ray examination found the inner coil of the helix to be over-torqued at the connector region, which is consistent with damage occurring at the time of explant. The helix was also clogged with blood. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
The right ventricular lead was dislodged due to twiddler's syndrome. When the lead was revised, the helix would not function correctly. The lead was explanted and replaced and the patient was stable.